Manufacturer narrative:
The company rep evaluated the unit and verified the reported problem. Corrections included replacement of the cpu board. The unit was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported the passport 2 monitor had an error message, which may have resulted in loss of primary monitoring. No pt injury was reported.